Event description:
Vf recording transmitted to home monitoring shows noise on the rv channel and corresponding non-physiologic deflections on the far-field channel. Oversensed noise led to inhibition of pacing and accordingly bradycardia, but no tachy therapy was delivered. Lead to be evaluated further and remains implanted.

Manufacturer narrative:
The lead was explanted on (B)(6) 2024 and additional report of fracture received. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.